Event description:
The previous medwatch submission reported the event seroma-late, this event is no longer reportable.

Event description:
Patient reported left side rupture. The events of ¿peri-implant seroma¿, ¿folding¿ and ¿film removal¿ were later reported. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: red particles and crease fold observed on the device.

Event description:
Patient reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device was explanted and replaced.